Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an inaccurate control solution result. The actual result was not given. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.